Event description:
Brought the patient off of ECMO and some resuscitation was needed. No chest rise and then switched out to a new bag that improved ventilation. Manufacturer response for ambu bag, (brand not provided) (per site reporter). The manufacturer is still in the process of figuring out what made the bag fail. We should have some information within few days from the manufacturer.